Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken by ambulance and hospitalized in the ICU (intensive care unit) with hyperglycemia. The patient's blood glucose levels reached 1040 mg/dl while wearing the pod. According to the patient they were experiencing a communication issue with the pod and had also not had an active cgm (continuous glucose monitor) sensor for several days to know what their blood glucose levels were at home. Symptoms reported include vomiting and a urinary tract infection. The patient was treated with an antibiotic taken once per day. The patient was released three days later. The pod was worn when seeking medical attention but mentioned that the pod was discarded at the hospital.